Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. Reportedly, air bubbles were observed within the tubing. Customer performed a supply change to address the issue and administered correction bolus via the pump to address the bg.